Manufacturer narrative:
The device was evaluated at olympus (B)(4). As a result of the evaluation, the following was confirmed. The angulation of the up/down angulation control knob were out of reference due to wear on the angle wire. There was a gap in the adhesive of the bending section rubber. The insertion tube was wrinkled. The ccd lens and light guide lens were cracked. The endoscope cover was deformed. The forceps elevator was deformed and there was a leakage. There was a leakage in the control section and it was corroded. According to the device inspection result, a leakage from the channel was confirmed, which can cause the reported event. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, based upon the past similar cases, it is possible that moisture infiltrated into the device from the leak point caused the internal parts of the light guide lens to corrode, and the products due to the corrosion remained inside the light guide lens as dirt. The instruction manual provides preventive measures against the reported failure mode. Therefore, the reported event can be prevented and detected by handling the device according to the instruction manual. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the inside of the light guide lens was dirty. There was no report of patient injury associated with the event.